Manufacturer narrative:
Specific information with regard to the patient's age, gender, and weight was not provided by the doctor's office. The doctor removed the veneer and sent the veneer back to the lab for re-adjustment. The doctor will cement the veneer for the patient once the veneer is returned from the lab. Multiple attempts were made to the doctor's office on (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014 to obtain further information; however, the doctor's office has remained unresponsive. An 'appearance,' and 'color' tests of the returned product was performed, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigations results indicate that the incident which had occurred was not due to a product failure.

Event description:
A doctor's office alleged that three (3) patients had experienced a yellow tint on their veneers after placement with the nx3 product. This is the second of three (3) reports.